Event description:
A patient underwent a therapeutic procedure for hemostasis location not specified. The resolution clip device did not deploy properly. The procedure was completed with another of the same device. The patient did not sustain any compliccations. There were no reported ill effects sustained as a result of the reported deployment failure.